Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of a foreign object or moisture on the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation. Therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that during preparation for use, the evis exera iii video processor presented with an b30 (scope communication error) message. The customer was not in front of the subject device, but the technician did explain several possible causes. The customer received another summons and was unable to stay on the call. Following that, the customer responded to an email stating that the issue had been resolved with no further information provided. No patient injury or procedure impact was reported because the procedure had not started yet.